Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device reported was manufactured and distributed for domestic sales before the enforcement date of UDI-di. This is applicable only if the device is not labeled.

Manufacturer narrative:
The device is not returning to zoll and the customer was informed that this device is retired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 75-year-old male patient, the device displayed a "vent failed" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.